Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during inspection before the procedure, it was found that the scope communication error b30 was displayed. The local field service engineer found the endoscopic image was not displayed due to the failure of the output socket of the subject device. The local field service engineer replaced the output socket and found the subject device functioned properly. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the wear and tear of the pin on the output socket due to the excessive force being applied when the endoscope connected or the repeatedly use because over four years and six months had passed from the subject device had been delivered. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.